Event description:
The manufacturer received an allegation of a "service required" message related to a pressure sensor mismatch on a ventilator. There was no harm or injury reported. The ventilator was returned for evaluation. However, the device was found to be contaminated with insects and returned to the customer unrepaired. The manufacturer was unable to confirm the alleged malfunction.